Event description:
In 2009, the surgeon was placing a speedlink fixed distance connector to the patient's construct. The surgeon was bending the connector when it broke. He removed it and replaced it with another connector. There was no harm to the patient and a minimal surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending.